Manufacturer narrative:
A facility reported that one of their staff members cut their finger in the process of creating dental procedure trays when she reached into the syringe sleeve box and a blade inside the syringe sleeve cut her finger. It was reported that she was wearing nitrile exam gloves at the time of the incident. The staff member then notified their supervisor of the injury and let the cut bleed for several seconds before treating it with soap and water, hydrogen peroxide, triple anti-biotic ointment, a (B)(6) and a finger cot. It was reported that the staff member contacted her medical doctor and received a tetanus shot. The facility reported that she is doing fine and has a bandage on her finger. The product is manufactured, packaged, and labeled prior to being distributed by crosstex. It is unknown if the manufacturer followed proper quality procedures prior to shipping the product to crosstex for distribution. The crosstex quality team received the product back from the customer for evaluation, but was unable to determine how the razor ended up in the syringe sleeve. The crosstex quality team has made multiple attempts to contact the manufacturer, but have not received any information. This complaint will continue to be monitored in the crosstex complaint handling system.

Event description:
A facility reported that one of their staff members cut their finger in the process of creating dental procedure trays when she reached into the syringe sleeve box and a blade inside the syringe sleeve cut her finger. It was reported that she was wearing nitrile exam gloves at the time of the incident.